Event description:
The dealer reported that the frame/weld was broken which could cause instability in the wheelchair and the potential for the chair to not maintain its intended weight bearing status.